Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported a patient with glare of the right eye following initial lasik and subsequent enhancement treatment. The technician reports that the patient is doing perfect "on paper" but claims to experience glare of the right eye. Additional information received; the patient additionally reported hazy and fuzzy vision that is never clear along with the distortion at night with lights. He is continuing to be monitored and pending further additional treatment.

Manufacturer narrative:
The system history shows that the laser was verified successfully prior to and after the date of treatment. The root cause could not be identified conclusively. (B)(4).